Event description:
It was reported that the customer was sending back her insulin pump. However, the insulin pump kept beeping. She wanted to know if she should take the battery out or keep it on. The customer was assisted in zeroing the basal rates but the insulin pump alarmed her of an error, like a no delivery alarm. Her blood glucose level was 144 mg/dl. She was asked not to leave the battery inside the insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.